Event description:
It was reported that a clearlink system continu-flo solution set leaked at the y-site. The issue was identified during patient infusion with total parenteral nutrition. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1:(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to e4: reporter sent to FDA?: "yes" has been corrected to "no". H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.